Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-06947. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient presented with complaints of chest discomfort associated with arm pain. The patient was diagnosed with unstable angina (braunwald classification: iii b) and anterolateral wall myocardial infarction. Cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 95% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm taxus perseus stent which resulted in dissection. This dissection was treated by placement of another 3.00x8mm taxus perseus stent overlapping distally with the previous stent. Residual stenosis was 0% following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced cardiac arrest at home and collapsed. Cardiopulmonary resuscitation (CPR) was initiated and the patient was also treated medically with epinephrine ivx4 and was defibrillated once. However, the patient was unresponsive with no respiratory effort, the initial rhythm was asystole and the patient had pulseless electrical activity. Eventually, the patient was brought to ER department with continued arrest and was found to be unresponsive and cyanotic. The patient¿s pupils were fixed and dilated with no respiratory effort. Also, no heart sound and pulse was noted. The CPR was stopped and the patient was pronounced dead. Per death certificate, the patient died due to cardio respiratory arrest. Other significant conditions contributing to death were coronary artery disease and chronic obstructive pulmonary disease. No autopsy was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).